Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report that the sensor gave inaccuracies on (B)(6) 2014. Patient claims that the device read 220 while the finger stick value read 60. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.